Event description:
Reference number (B)(4). Event occurred in poland it was reported that patient experienced infusion set tubing detachment event on (B)(6) 2026. The infusion set was in use for one day. The site of detachment was tubing connector near reservoir. No further information available.